Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation is lay user/patient. Customer does not intend to return any product.

Event description:
The customer complained of an erroneous high inr result on coaguchek xs meter serial number (B)(4) (meter a) using strip lot 34521321 compared to the stago laboratory method. The customer tested on the meter with a result of 3.5 inr. The result from the laboratory within 7 hours was 2.4 inr. The customer also complained of discrepant inr results between 2 other coaguchek xs meters and meter a. The customer tested on 2 other meters with serial numbers (B)(4) (meter b), (B)(4) (meter c) along with (B)(4) (meter a) using 2 different strip lots compared to the stago laboratory method. This medwatch will cover strip lot 34521321. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 27216321. The customer tested on meter a using strip lot 27216321 and strip lot 34521321 and got results of 3.5 inr. The customer tested on meter b using strip lot 27216321 and strip lot 34521321 and got results of 3.5 inr. The customer tested on meter c using strip lot 27216321 and strip lot 34521321 and got results of 3.5 inr. The customer tested a total of 9 times and used a different finger for each test. The customer was tested at the laboratory within 30 minutes of the meter tests and got a result of 2.2 inr. The laboratory result was believed to be correct and the customer's coumadin dose was increased based on it. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred due to these results. The product was requested for investigation, however, the customer does not intend to return any product. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.